Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-06810. It was reported the pt underwent spinal fusion surgery approximately one year ago and when the scs stimulation was turned on he experienced an uncomfortable jolting sensation. The pt stated there are no issues when the stimulation is off, and the pt no longer uses the scs system. The pt also stated there are no plans for intervention regarding his scs system at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.